Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "spoke with first assistant and bag broke at the tip when being removed through 12mm umbilical incision. Piece of bag broke off and can be seen in picture provided. An additional cd001 was used to remove gallbladder and bag fragment." Patient status - normal.

Manufacturer narrative:
We have cancelled this incident report and replaced it with MDR#2027111-2016-00261 due to administrative error.